Event description:
It was reported that the pump displayed a malf 6 malfunction code. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset the pump, and the malfunction code did not recur. Customer was instructed to continue using the pump and to call back if any issues reappeared.